Event description:
(B)(4) MDR - during a scheduled rv lead revision, the physician noted possible insulation damage on this atrial lead. The atrial lead was also replaced and the leads were returned to biotronik for analysis. An implant date was not reported.

Manufacturer narrative:
The lead under complaint was returned and subjected to an extensive analysis. The solia was visually inspected. The lead was cut 15.5 cm distal to the is-1 connector pin. A proximal and a severely stretched distal lead fragment were returned. Calcified tissue residuals were noted on the lead fragments, in particular around 40 cm distal to the is-1 connector pin, indicating limited flexible movement as calcified tissue impacted the intracardiac maneuverability of the leads in the implanted state. Furthermore, as mentioned in the complaint description, the insulation body was found multiply damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from extraction tools applied during the removal of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.